Event description:
It was reported that during a pulse field ablation (PFA) procedure for the treatment of atrial fibrillation, a VersaCross RF Wire was selected for use via the left groin access site. Prior to use, the packaging tray containing the device was observed to be visibly melted and deformed. As a result, the device was not introduced into the patient and was removed from service. The device was replaced with another same device, and the procedure was successfully completed. No patient complications occurred.